Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's leadless pacemaker docking cap was not properly connected to the catheter while inside the body, as the docking cap looked separated from the catheter. The device was then retrieved and the catheter was exchanged to address the issue. The patient was stable.